Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the service center was unable to verify the defect described by the customer. Since the reported defect was not verified, this complaint cannot be confirmed. However different defects were identified and repaired by using the measures listed as per the service report. Damaged parts of the drill mounting mechanism replaced. Short circuit in the motor cable - motor cable replaced. Resistance value out of specs: handcontrol set replaced. "Micro": preventive replacement of o-rings performed acc. To service manual unit cleaned. Functional test performed. Hipot test completed. Electrical safety test acc. To iec 60601-1 completed. Functional test acc. To test procedure completed. Safety test checklist enclosed. Since the reported condition is not confirmed,the root cause for the reported failure is undetermined. And the root cause for the damaged parts of drill mounting mechanism is misuse of the device and out of tolerance for the handcontrol set replaced. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformances were identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) via phone that after an unspecified surgical procedure, it was observed that the micro tornado shaver handpiece with hand controls did not turn as the motor was jammed. There was patient involvement but there was no impact on the patient. The outcome of the event was the procedure had been completed with no surgical delay. A replacement device was used to complete the procedure. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred on 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.